Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/4/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was requested, and the following was obtained: could you please confirm the quantity of broken sutures involved in this event? - 4 blisters (4 pc of each) - how long (in minutes) did the surgery prolong? - 15 min - was there any change in the patient¿s post-operative care due to the prolonged procedure? - no.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What do you mean by "4 blisters involved"? Please provide more details. Could you please confirm the quantity of broken sutures involved in this event? How long (in minutes) did the surgery prolong? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. Note: events reported via 2210968-2021-07972, 2210968-2021-07973, and 2210968-2021-07976.

Event description:
It was reported that a patient underwent a transplant procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.